Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
According to the notice received by way of a civil action complaint, the patient was prescribed and implanted with an option vena cava filter on or about (B)(6) 2017 by dr. (B)(6) at (B)(6) in (B)(6). The complaint alleges there was embedment, tilt, and multiple retrieval surgeries. The filter was retrieved after two failed retrieval attempts on (B)(6) 2017 and (B)(6) 2017 and a successful retrieval attempt on (B)(6) 2017 by dr. (B)(6) and dr. (B)(6) at (B)(6) hospital of (B)(6) and (B)(6) healthcare in (B)(6). Argon¿s attorneys are attempting to gather additional information.